Manufacturer narrative:
Analysis of the catheter revealed no significant anomalies.

Event description:
On (B)(6) 2015, the trialing catheter broke when they were removing it. They had done a short trial as the patient responded positively. The catheter had been implanted a few hours. When they went to remove it, they felt resistance. They tried to have the patient move in different positions, but still felt resistance and eventually it pulled out but it was clear it had broken. They confirmed the issue with an x-ray and CT scan and they figured approximately 2.5 cm of catheter was left in the patient. The initial plan was to remove the catheter fragment when the permanent catheter was implanted as the patient was planning to move forward with implant. The patient had a spinal-type headache, but the reporter wasn¿t sure if was related to the catheter breaking or just the fact that he had the procedure to put the catheter in. The patient also had left hip and upper thigh pain within 24 hours. Due to the severe pain, the patient was sent to the hospital to have the piece of catheter removed. The piece was removed on (B)(6) 2015. On (B)(6) 2015, the patient¿s headache was better and the patient was recovering from the surgery. It was later reported that the patient recovered without sequela. Morphine was used during the trail.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Corrected information: the initial information should have read the patient recovered "with sequela". Additional information was requested to determine the sequela. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.